Event description:
Was pulling a pallet jack with stock on it and noticed a severe pain in my groin area. Reported this to my employer I have constant pain, problems urinating and can't sleep on left side. I have same symptoms as I did when I had my original surgery on (B)(6) 2015 with the ethicon ultrapro mesh which failed. Now I have the bard 3d max light mesh which only lasted a little over 2 years. "What's going on, is the FDA regulating anything, how many complaints until they put a stop to this and recall these products." Now I have to have a 3rd surgery and do not know what is safe to use. I do not wish to keep going through years of pain and discomfort. Please help me. Ref report #mw5077143.